Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) "confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) confirmed inaccurate readings, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) loss of antenna, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap <3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours, (B)(4) data gap >3 hours.

Event description:
Dexcom was made aware on 07/08/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.